Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition due to a conductor fracture which was suspected to be caused by the suture on the lead. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition due to a conductor fracture which was suspected to be caused by the suture on the lead. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The outside conductor resistance measured as an electrical open, indicating a fractured or broken conductor. X-ray examination showed fractured outer conductors approximately 170 and 180 millimeters from the terminal end. Insulation is out of round (deformed) in each fractured location. The observed damage was confirmed to have been induced. No manufacturing issues were identified.